Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not booting up. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) v60 ventilator was not booting up. There was no patient involvement when the issue occurred. The rse noted that the power management board was faulty and should be checked. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was disassembled, and the reassembled, and the device returned to normal operation. The km did not provide any further details regarding the resolution.